Manufacturer narrative:
This report is filed february 8, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth as well recurrent infection at the abutment site. Subsequently, the patient underwent revision surgery (date not reported) to excise the excess skin. The implanted device remains.

Manufacturer narrative:
The correct patient identifier is (B)(6); not (B)(6) as previously reported. The correct catalog # is 90430; not 93331 as previously reported. The correct PMA # is (B)(6); not (B)(6) as previously reported. The implanted device remains.